Event description:
During phacoemulsification, an increase in aspiration and vacuum occurred. This caused a tear in the posterior capsule. The surgery was terminated with retained lens fragments in place. Pt returned for removal of lens fragments and placement of an iol.